Manufacturer narrative:
The insulin pump was monitored for twenty four hours with multiple basal rate passed selftestand displacement test and programed pump at twenty four hour auto off alarm. Pump function properly no unexpected out off alarm anomaly noted during testing. The pump alarmed motor error during basic occlusion test due to faulty force sensor the motor was tested outside the device and passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6), 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 252 mg/dl. Troubleshooting was performed. The device was returned for analysis.